Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented in via merlin.net with post-sensed t-wave oversensing and inappropriate hv therapy. It was recommended that the ventricular sensitivity be decreased.